Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as onset, the patient began treatment with antibiotics lespor vial (two times a day, dose, duration and route not reported) and lesetum vial (two times a day, dose, duration and route not reported) for the event of peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported the patient received antibiotic treatment for 28 days and was discontinued eight days prior to receipt of this report. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.